Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). The device was not returned for evaluation. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/ procedural factors. (B)(4).

Event description:
It was reported that balloon rupture occurred. An 8.0 x 40, 75cm mustang¿ pta balloon dilatation catheter was selected for use to predilate the unspecified target lesion. However, the balloon ruptured as it reached its nominal pressure with no apparent reason. The procedure was completed with a different device. No patient complications were reported and the patient's status was stable.

Event description:
It was further reported that the target lesion was located in an arteriovenous fistula. The 8.0 x 40, 75cm mustang¿ balloon was initially inflated at 10 atmospheres for a duration of 30 seconds. Upon the second inflation, the balloon ruptured at 10 atmospheres still on the same duration. The device was completely removed.